Event description:
This report is to advise of an event observed during analysis confirming frayed and exposed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed exposed wiring of cable, right ang ext, 2.5id/5.5od 16awg. The cause of the problem was determined to be exposed/ frayed wiring of the right-angle ext.- confirmed